Event description:
The customer alleged the pump is delivering accurately or consistently.

Manufacturer narrative:
A review of the DHR was performed. No nonconformances were issued during the manufacture of this pump.